Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the black box showed power on reset events. No damage was found to the pump. The battery cap was able to fit for testing. The intermittent power complaint was unable to be duplicated during investigation. The pump was opened to find moisture on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.